Event description:
Patient's device was scheduled to be programmed to off due to swallowing difficulties and shortness of breath until a later time when different programming parameters may be tried. It was reported that the patient experienced a "weird feeling" with stimulation a few months prior during which they could feel the stimulation going from back to neck when the device cycles. This feeling reportedly went away but is now happening again. The patient reports that body gets numb on the left side including face and neck. This feeling does not occur with every stimulation cycle, but only on occasion.